Manufacturer narrative:
Sex/gender: unknown/not provided. Date of event: exact date not provided, best estimate is between (B)(6) 2018-(B)(6) 2019. (B)(4). Note: the device was manufactured at the kulim site which has been closed. Device evaluation: a visual inspection of the returned lens shows traces of ovd on its surfaces and cut in half most probably to aid in explant. The lens was cleaned with purified water and dried with compressed air to ease inspection. Further examination under magnification revealed cosmetic damage to the lens. How and when this damage was introduced could not be determined, however the condition is consistent with a lens that has been cut and removed from the eye. Based on the condition of the lens, further analysis is not possible. The reported complaint event could not be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted due to the patient experiencing dysphotopsia. There was no vitrectomy, incision enlargement or sutures required. Another lens (different model and same diopter) was implanted as a replacement. The patient is doing fine post-operatively. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.